Event description:
It was reported that a stent moved on balloon. A 3.00 x 48 synergy stent was used during a procedure, but the stent loosened, and was unable to placed. No patient complications were reported in relation to this event.

Event description:
It was reported that a stent moved on balloon. A 3.00 x 48 synergy stent was used during a procedure, but the stent loosened, and was unable to placed. No patient complications were reported in relation to this event. It was previously reported that the stent loosened, but it is now reported that the stent dislodged. The lesion was prepared as usual. The stent dislodged, and the device was removed from the patient. The procedure was completed with another of the same device, and there were no consequences to the patient.